Event description:
The customer reported being hospitalized due to urinary track infection and diabetes ketoacidosis. The blood glucose reading was 415mg/dl. The customer stated that the events leading to her admission was nausea, vomiting, and thirst. Troubleshooting was performed. The time, date, and programming were correct. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.